Event description:
It was reported that there was high threshold. Later during a device changeout for normal battery depletion, and specifically noted to be for prophylactic reasons, the pace/sense portion of the lead was capped and a new pace/sense lead was implanted. The defibrillation portion remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.